Event description:
It was reported that: the patient was returning from theatre when the evita turned off. The patient went hypoxic down to 40% - alarms sp02. The patient made a full recovery. A call out was raised and a new on/off switch cover has been fitted.

Manufacturer narrative:
The device was tested by a drager service representative and found to be within specification. The root cause indicated that the user did not completely switched on the device. The inner clinical transport "vibrated" the power switch out of its position resulting in the reported switch off of the device. If the device is switched off. No alarm will be generated. The user manual clearly describes the switch-on process of the evita and requires to check if the device is completely switched on.